Manufacturer narrative:
(B)(4). Follow-up report wil be filed if add'l info becomes available.

Event description:
It was reported that in the angio lab an intra-aortic balloon (iab) was inserted via the right femoral artery. The iab was prepped per instructions and when inserted in the super arrow-flex (saf) sheath, it became stuck halfway through the sheath. The iab and sheath were removed as one unit with spring wire guide (swg). A new iab was used with a terumo sheath via the same insertion site. There was no pt death, injuries or complications. The outcome of the pt is "good." Add'l info received on (B)(4) 2011 from (B)(4) stated that the pt was re-stuck at the same insertion site for the new iab insert.